Event description:
While setting up an alaris pump in norepinephrine mode, it was noticed that the infusion rate had changed drastically. It was then realized that it was going to administer in mcg/min instead of mcg/kg/min. The site chose the generic drug mode. Alaris pumps are limited in the drug programming library and must be reviewed carefully to assess if the appropriate administration mode comes up with selection of a drug. This education and instruction was given to the icus with the implementation of the pumps, with mcg/kg/min and corrected the problem.this was a programming error / user error. The facility does not have the software "guard rail".